Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e3 additional information added to field: d8, d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of display turned off after the high alarm sound was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to faulty printed circuit board (tube pressure sensor). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflator display turned off after the high alarm sound. The issue occurred during a therapeutic robotic-assisted radical prostatectomy (rarp) procedure. The procedure was completed using the same set of device after restarting the device. There were no reports of patient harm.